Manufacturer narrative:
The device has been received for analysis. Upon complication of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was to be used during a rfa (radiofrequency ablation) procedure performed on (B)(6) 2009. According to the complainant, prior to using the device, the physician attempted to extend and retract the array. However, the movement was not smooth and created an abnormal noise. It was also noted the handle was too stiff to manipulate. The procedure was successfully completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.